Event description:
The pt reportedly experienced swelling at the implant site in (B)(6) 2009. The pt was prescribed antibiotics (type unk) and hormones (type unk). The pt's swelling did not subside. An allergy test was performed confirming the pt was not allergic to the device. The pt's device was reportedly repositioned and the granulation tissues around the device were cleaned. The pt continues to be monitored.